Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to ER after receiving therapy. Device interrogation showed aborted shocks due to possible output circuit damage. Hv therapy was turned off. No further information is available at this time.